Event description:
It was reported that during insertion of the intra-aortic balloon (iab), there was difficulty inserting the iab through the sheath. The iab was unable to be inflated. The iab was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The sheath was not returned for evaluation. One kink was found on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. A laboratory insertin test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event difficult/unable to inflate in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), there was difficulty inserting the iab through the sheath. The iab was unable to be inflated. The iab was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), there was difficulty inserting the iab through the sheath. The iab was unable to be inflated. The iab was replaced. There was no reported injury to the patient.